Event description:
It was reported that the device had telemetry issues. The pt had not changed the device for one and a half years. The pt had a pump implant which was providing the needed pain relief. The device was explanted and replaced, and the pt was reported as doing "beautifully." Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).